Event description:
The patient reported that the pump would not power on after a routine battery change. There is no further information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/18/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, there was a crack in the battery compartment and the battery compartment threads were stripped. The battery cap that was returned with the pump for investigation could not maintain an electrical connection when place on the pump causing power loss and rebooting. The battery cap was measured and found to be within specifications. A test battery cap was used for testing. With the test battery cap securely in place, the pump powered on properly. The pump was exercised for 24 hours using the test cap with no further power interruptions.